Event description:
Admitted to cardiac monitoring unit on (B)(6) 2011. Transferred to medical telemetry on (B)(6) 2011 with a telemetry transceiver used for cardiac monitoring. Pt found unresponsive on (B)(6) 2011. Code blue . Resuscitation efforts initiated, pt found be in asystole. Code was ended, and pt pronounced dead. The telemetry unit uses a secondary pager alert system that transmits alerts identified at the central station inteliview information center (piic) to the pagers that are carried by the nurses. The telemetry unit uses the paging system as a secondary alert, rather than monitor technicians. The pager system alerts the nurse to all layers of alarms including red alarms, yellow alarms and inoperative alarms. Investigation showed the secondary pager alert system was not programmed/ configured to transmit inoperative alerts from the piic to the pagers, which is the standard configuration in (B)(4). This configuration can only be changed by (B)(6), or through an unexplained system glitch. If the change was made by a technologist, the phillips system does not include unique user name/ password identification systems to determine who (from a system administrator standpoint) entered the system to potentially change the configuration. Additionally, phillips has a default setting called radio frequency (rf) auto off, which is automatically enabled on the telemetry system as a safety measure to prevent discontinued telemetry transceiver units from continuing to send signals to the piic after they are removed from a pt. This feature turns the system off after 10 minutes of inoperative signal transmission between the telemetry transceiver and the piic. In this case, the combination of the secondary pager alert system not being configured to transmit inoperative alarms to the nurse's pager, and the rf auto off feature enabled (all signals from the transceiver on the pt to the piic ceased automatically after 10 minutes), resulting in the nurse not being alerted to the change in pt condition. The fact that the telemetry transceiver turned itself off after 10 minutes while still on the pt is an unanticipated outcome of the rf auto off safety function.